Manufacturer narrative:
Radiometer investigations of the provided data logs indicated software bugs, leading to the measurements not being stored in the database and leading to the user interface to freeze. Hence the root cause is software problem.

Manufacturer narrative:
Date received by manufacturer (g3) was stated as 16-jul-2024 in the initial report. Awareness date have been updated to 17-jul-2024 on 14-jan-2025, and hence this follow up 2 MDR.

Event description:
According to the complaint, the abl90 flex plus analyzer (serial number: (B)(6)) rebooted during measurement. This is the sequence of event: 1.aspirate sample. 2.reading the barcode because order information. 3.occured "error number 7", analyzer was frozen. Sample lost during measurement.